Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically 90 units instead of the expected 120 units. Despite this discrepancy, there was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge and advised the caller to monitor the situation and follow up if necessary.